Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va05e5f, implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported the first time they got the implant it was not done so well and it ran out of battery long before it should have because she had it up so high. The patient stated they relocated the lead when they changed the device. The patient stated when they replaced the last one they said the battery was almost dead. It was unknown if the patient was fully recovered. The patient is implanted for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the patient. The patient reported that the first surgery had poor lead placement and noted that the stimulation went down the back of her right leg when it should have been in pelvic floor. The patient noted that the stimulator had to be sat higher then recommended to feel any benefit. The patient noted that the second implant was much better so the device was now set where it should be for relief much lower then first stimulator.

Manufacturer narrative:
Additional review indicates that patient code now applies to the tined lead (va05e5f) and no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.